Event description:
It was reported a bug was inside the cannula.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Per the complaint, there was no product contact with the end user. No sample was provided, however, a photograph was provided to aid in the investigation. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.